Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported a patient with scs trial system implanted, went to the emergency room with symptoms of legs paralysis. She has been monitored and the neurologists are evaluating to undergo a head MRI scan. No further information was available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported event cannot be evaluated or confirmed via laboratory testing. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified the patient's scs system was removed at a unknown date. Additionally, the symptoms have not changed, however, the physician believes the situation is due to a vascular problem not related to the spinal cord system. The patient was to be under evaluation for the vascular issue.